Manufacturer narrative:
It was reported that the customer couldn't make zeroing to disposable (pven). The failure occurred during preparation. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp were reviewed and no malfunction could be confirmed on the date of event. The related hls set is not available for investigation. Thus, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: wrong plugged external pressure sensor or disconnection (mix up). Disturbed (emi) pressure sensor . Connection of non-capatible sensor. Response time is too long. Too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Referring to the instructions for use (IFU) of the caridohelp (chapter 10 "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in the IFU chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2021-03-22. The review of the non-conformities has been performed on 2023-08-16 for the period of (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "ustomer couldn't make zeroing to disposable (pven)" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the customer couldn't make zeroing to disposable (pven) during preparation. No harm to any person has been reported. Complaint ID: (B)(4).